Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient thinks their lead moved. The patient stated that they are a patient at the va clinic and were told that they could program the stimulation sot they couldn't feel the tingling and they would like to have that done. The patient stated that they have the same voltage and have an appointment on (B)(6). The patient was forwarded to their healthcare provider (hcp) to discuss programming. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was calling about a letter that they got, however they cannot find the copy to return. The patient stated that they had an appointment on (B)(6) who came out to the va where they implanted it and they determined it wasn't the machine that it was something in the back that was causing electrical feelings the patient was getting. The patient stated that they turned if the stimulation and the patient was still getting that feeling. The patient stated that the lead itself has not moved. The patient stated that it is not the device causing the issue. The patient stated that they would prefer a call back over a letter. No further complications were reported or anticipated.